Manufacturer narrative:
The product was received and visual examination shows no particular issue. The product examination add no value to the result of this investigation. Root cause of this event still unknown. The investigation found no evidence to indicate a device issue.

Event description:
Mobi-c p&f us : disassembly.

Manufacturer narrative:
Description of the event was given by the distributor and by the surgeon: description received from the distributor on 07 sept 2017 : "surgical technique instruction was given to the surgical tech when loading the mobi c on the inserter. The word ¿up¿ was shown through the window and instruction were given to stop threading as soon as full contact is obtained. The loaded mobi c was handed to dr. Donner. He always likes to inspect the implant and the inserter. He likes the depth stop to be tight with the impaction knob, so he adjusted the depth stop. Dr. Donner then placed the mobi c in position, just anterior to the disc space. A lateral x-ray was taken with the c-arm. He then brought the inserter back up and the mobi c had released from the inserter. We then opened a new mobi c, started over and it was implanted with no issues." Description received by the surgeon on 14 sept 2017 : "the disc space was prepared in the standard fashion with maximum distraction through the ldr distractor provided in the instrument set following which the mobi-c implant, previously placed on the insertion device by the or tech but then I adjusted it to where it had a tight connection and no play between the implant and insertion device by tightening the depth stop, was positioned into the anterior aspect of the disc space under direct visualization. I then turned my head to look at the lateral fluoroscopic image to assure I had proper rotation and angulation by moving the handle with the implant in order to align the rotation pins and once that is confirmed, I then looked back into the operative field and began to insert the device by hitting the impaction knob with the impactor which was when I first noticed the upper metallic portion of the implant was loose in the plastic holder. It was at this point that we decided it was best to use a different implant which was inserted without any issues." From those two descriptions received, issue could be related to user error. But no evidence cause cannot be identified during the complaint meeting of 03 oct 2017. So root cause is unknown but investigation found no evidence to indicate a device issue.

Event description:
Mobi-c p&f us : disassembly.

Manufacturer narrative:
Discarded at hospital.

Event description:
Mobi-c p&f us : disassembly the mobi-c implant disengaged from the inserter prior implanting into patient. Additional information on the surgical steps were asked to distributor. Without answer for the moment. An excessive threading of the implant on the inserter could have caused the implant to disassemble. Event was reported to the FDA : - reporter : (B)(6) (nurse).